Manufacturer narrative:
(B)(4). Date sent: 2/26/2026. D4: batch #646d27. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with tissue around the anvil shaft, the knife exposed and the handle in opened position. The breakaway washer was present, cut and there were no staples present. Upon visual inspection the handle shroud was noted partially opened from the bottom area of the device. The device was disassembled to verify the integrity of the internal components and the driver links were found to be disengaged from the compression element due to the damage noted on the legs of the drivers and the compression element. No functional test was performed due to the condition of the device. No conclusion could be reached on what caused the damage on legs of the drivers and compression element. The event reported of would not fire could not be confirmed as the device returned fully fired with the washer completely cut and no staples present. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 646d27, and no non-conformances were identified. The manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during the unk surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.